Event description:
According to the reporter: prior to use. The device was sterilized with autoclave, temperature: 135 degree, 5 min. Connecting part of handle was broken and detached from the device.

Manufacturer narrative:
(B)(4).